Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the integrated multisensor technology (imt) module was not initializing upon exiting from diagnostics. The cse replaced the imt module and reagent loader. The cse aligned the loader drive belt and aliquot lanes. The cause of the discordant sodium results is unknown. The cse successfully ran a diluent check and qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated two times on an alternate instrument. The second repeat results were reported to the physician(s) as the corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant na results.